Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported event. The se cleaned the exhalation valve and the ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator malfunctioned. The patient was transferred to an alternate ventilator. There was no report of patient harm as a result of this event.